Event description:
The manufacturer received information alleging patient is experiencing constant dry mouth, shortness of breath, headaches, restlessness and fatigue. It is getting hard for the patient to complete daily living task with not getting rest, particles in tubing/chamber, headache related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient is experiencing constant dry mouth, shortness of breath, headaches, restlessness, chest pain and fatigue. It is getting hard for the patient to complete daily living task with not getting rest, particles in tubing/chamber, headache related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Placed call to customer requesting information regarding mandatory questions, underlying health conditions and additional information.customer declined to respond to the gfe related questions and terminated the call. Health effect code was added (chest pain ) section h9 was corrected and section h6 updated in this report.